Event description:
It was reported that during a transcatheter aortic valve implantation involving the transcatheter aortic valve evfxplus-34, the valve was implanted at a depth of 1 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Paravalvular leak (pvl) was observed and post-implant balloon aortic valvuloplasty (bav) was performed to address the pvl. Rapid pacing was used during post dilation. After the bav, the first valve dislodged to a negative depth on the ncc and a depth of 5 mm on the lcc. The negative depth on the ncc was also noted to have contributed to pvl. The first valve remained in the annulus after dislodgement. Subsequently, a second valve was implanted in the patient. The issue was resolved with the valve-in-valve procedure.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5., h6., additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was the bottom of the pigtail. The direction of the dislodgement was aortic. A new ID card was sent to the patient with the correct valve s/n listed.